Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Failure analysis was unable to confirm unexpected battery out limit due to keypad unresponsive. Pump received with cracked reservoir tube lip noted.

Event description:
The husband reported via phone call that the customer had a keypad anomaly. The husband stated the buttons were unresponsive to clear a battery out limit alarm. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.